Event description:
Livanova deutschland received a report that a heater-cooler system 3t had leakage current too high. The issue was identified during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Customer communicated that the unit was setting off the isolation line in the operating room. A livanova field service representative was dispatched to the facility to investigate the unit and found that when plugged in and turned on, the isolation transformer was activated. The isolation transformer activated only when the compressor was plugged in. Also, the compressor did not turn on once power was applied to the unit as usual. The reported issue could be traced back to a compressor failure. The device will be replaced.

Manufacturer narrative:
H10: the reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. Consequently, during the time the water can enter into the cooling circuit and the compressor unit damaging the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the plugs of the hospital blow out. In october 2019 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.